Event description:
It was reported that the device power button was stuck. The issue occurred during setup/inspection for use (during room setup / before patient was in room). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - rust inside insufflation outlet a root cause could not be identified. Based on the results of the investigation, the stuck power button was likely due to an electrical component failure and the rust inside the outlet was due to degradation from a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.